Event description:
On (B)(6) 2025, the user reported recurrent alert 38 and occlusion alarms over the prior 24 hours. The user restarted the ilet and resumed insulin delivery multiple times, but the alerts persisted until a full supply change was attempted. The user also reported that the wake button intermittently failed, requiring connection to a charger to activate the screen. The ilet was scheduled for replacement. Blood glucose (bg) was elevated to 402 mg/dl and out of range for over 90 minutes. Symptoms included headache and thirst. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.